Event description:
The hcp reported the pt had saline in the pump at the time of explant due to not using. A broken catheter was noted at the time of the explant. "A portion of the catheter remains in the subarachnoid space. The pt had nectrotic tissue deep along the paraspinous muscles where part of the catheter was. Surgery was consulted and wound was left to heal by secondary intent with home health following." The hcp had no info on the pt outcome as "pt lost to follow up."